Event description:
During follow up, externalized conductors were observed via fluoroscopy. Electrical measurements, threshold and impedance are normal. The egm is clear and no noise present. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.